Manufacturer narrative:
Device evaluated by MFR: 81 - other: the device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that preloaded intraocular lens(iol) injector was fractured and had to replace with other one. Based on the additional information received from the customer indicates that when the intraocular was implanted into the capsular bag of left eye, then it was noticed that the trailing haptics was truncated from the lens. Surgeon had to enlarge the incision and removed the lens using intraocular forceps and scissors, then replace it with another lens in the same procedure. There was no patient injury reported. No other information was reportable.